Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead exhibited noise, loss of capture (loc) oversensing, and pacing inhabiting that lead to asystole and syncope. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.